Event description:
Reportedly, this valve was explanted after 7 years and 7 months implant duration due to aortic insufficiency. Heavy calcification and neointima were noted on the leaflets at explant. No further information was provided.

Manufacturer narrative:
Device not returned.